Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15773. It was reported that the patient experienced an infection and presented in clinic. There was presence of pocket infection and pocket erosion. The system was removed. The patient was stable before, during, and after the procedure.